Event description:
I am an insulin dependent diabetic for 17 years. I have been following the readings on my diabetic meter for my insulin doses for years. I did not know that my meter has been giving me incorrect readings. My daughter was here and I was not acting properly. She did a reading on my meter and it said I was 170. She gave me a bowl of cereal to eat. I still was not acting properly so she called the paramedics who tested me at 31. My meter has been telling me I am a lot higher than I am. I have been taking too much insulin for I dont know how long. The paramedics have rescued me about 12 times this year. This does not include all the low spells I have been through with my family members. My daughter called the accu-chek center and they sent a new meter at no charge to my house. They want me to send to them the meter and test strips I have been using. I have been unable to work since 2004 and unable to go to a store without a companion because of all the low spells. The long range effects of a malfunctioning meter have been life changing for me. I don't want anyone else to go through this. Who do I talk to about this? Is the company responsible for anything? This episode has shattered a lot of my life for several years. What can I do? Dates of use: probably seven years. Diagnosis or reason for use: glucose readings.